Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery out limit, failed battery alert and low battery alerts on insulin pump. The customer also had high blood glucose was 600 mg/dl. Customer stated that the batteries were out of pump greater than duration allowed by the insulin pump. Explained customer that this was normal insulin pump behavior. The troubleshoot was done for failed battery test alert. The product was not returned for analysis.